Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the atrioventricular branch of the right coronary artery with moderate tortuosity, moderate calcification and 90% stenosis. Following pre-dilatation, a 2.75 x 18 mm xience sierra stent delivery system (sds) was advanced with no resistance to the lesion. The stent was deployed during the first inflation at 12 atmospheres (atms). The balloon of the sds was inflated three times; however, the balloon of the sds ruptured on the third inflation at 16 atms. The sds was simply removed with no resistance. No further intervention was performed as intravascular ultrasound confirmed stent deployment and wall apposition. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.